Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: the curved rubber (bending section) adhesive is missing. The adhesive part of the objective lens has come off due to handling. The bending angle is insufficient due to the elongation of the angle wire. There are curved rubber scratches caused by external factors. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the up/down (ud) plate due to external factors. Scratches are found on the right/left (rl) plate due to external factors. Scratches are found on switch 1 (sw1) due to external factors. The video connector is cracked due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the light guide (lg) connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. The video connector case is cracked due to external factors. Scratches are found on the video connector case due to external factors. The display of the video connector is incorrect. Device evaluation found the curve rubber (bending section ) adhesive was found missing. This likely could be attributed to the customer reported issue of the adhesive of the bending section is chipped. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of a-rubber (bending section) part is chipped. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the objective lens is peeled off. This report is being submitted for peeled adhesive part of the objective lens on device evaluation.

Manufacturer narrative:
Correction: operator of device- healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. The event can be prevented by following the instructions for use in the chapter 'safety precautions handling and general precautions'. Olympus will continue to monitor field performance for this device.